Event description:
Wye connector to et tube utilized with ballard inline suction broke into two pieces so that pt was disconnected from ventilator and required re-intubation. One of the pieces remained in the et tube. Dose or amount: size 3 adapter. Route: endotrachea. Dates of use: (B) (6) 2010-(B) (6) 2010. Diagnosis or reason for use: suction secretions.